Event description:
It was reported that during a percutaneous coronary angioplasty procedure, a tip separation occurred. The lesion being treated was located in the proximal obtuse marginal. Another manufacturer's stent was deployed successfully. When removing the graphix guide wire, it "lodged under the stent, and the tip was left between the stent and the vessel wall". The guide wire tip location was confirmed under fluoroscopy, and ultrasound was also used to ensure the tip was secure behind the stent. The procedure was completed with this device, and no patient complications were reported. Patient status was reported as 'fine'.